Event description:
A customer reported that a pt experienced endophthalmitis following surgery. Add'l info has been requested. This is one of two medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).